Event description:
A malfunction alarm related to altitude was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. As a corrective measure, technical support arranged for the pump to be replaced and provided instructions for storage and return of the problematic pump. The customer agreed to continue using the current pump until the replacement arrives and acknowledged all provided instructions.